Event description:
A malfunction was reported on the pump, with a malfunction code of malf 6. There was no adverse impact on the customer's blood glucose level. The customer contacted technical support, which provided pump reset information and assisted with resetting the pump. After resetting, the malfunction code did not recur, and the customer was instructed to call back if the issue happened again. The customer understood and acknowledged the instructions.